Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a certas valve was suspected of obstruction and was revised. The valve was replaced with a same like product. The valve and abdominal catheter were damaged during removal. The patient had no primary disease. The patient is now under monitoring and recovering.

Manufacturer narrative:
Sample was received for evaluation. The sample was visually inspected and a clear liquid was noted inside the valve, as well as needle holes in the needle chamber.. The position of the cam when valve was received was at setting 2. The valve was hydrated and flushed with no occlusion. The valve was tested for programming and passed the test. The valve was leak and the only leaked from the needle holes in the needle chamber. The valve was dried and the siphon guard was removed. The valve was then pressure tested and the valve passed. No root cause could be determined because no functional problem was noted with the valve. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue is not confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
It was reported that a certas valve was suspected of obstruction and was revised. The valve was replaced with a same like product. The valve and abdominal catheter were damaged during removal. The patient had no primary disease. The patient is now under monitoring and recovering.